Event description:
It was reported that the patient presented for a scheduled right ventricular lead revision. Upon interrogation, loss of capture was noted. A fluoroscopy revealed lead dislodgement. The lead was explanted and replaced. The patient experienced some bradycardia, but was stable throughout procedure.

Event description:
Additional information notes the right ventricular lead was capped on (B)(6) 2017 instead of explanted from the patient. The patient condition was stable.